Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver unspecified medication. The secure lock male adapter of the tubing set was connected to the female adapter of the patient's IV catheter. After an unspecified length of time, the secure lock male adapter of the tubing set disconnected from the female adapter of the IV catheter. It was reported that solution leaked and an unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.